Event description:
Customer reported a total of six false positive patient results on their alinity m sars cov-2 assay across three of the alinity m instruments in their laboratory. For this ticket, three samples were reported as false positive. The three samples were initially positive on alinity m and repeated on another alinity m serial number in their laboratory as negative. Environmental testing and subsequent decontamination procedures were performed as part of the troubleshooting process. All three patients lived in the same living facility and the results were questioned. The customer has been unable to obtain information if patient care was impacted. There has been no report of impact to patient management. MDR 3005248192-2021-00231 and MDR 3005248192-2021-00232 were submitted for observation of false positive results on the additional alinity m systems in the customer's laboratory.

Manufacturer narrative:
B5 was updated to link this MDR to two other mdrs for the same customer laboratory. Upon submission of the initial report, it was understood that there were three samples impacted, but upon submission of this final report, review of the associated tickets indicates there was actually a total of 6 samples across 3 instruments. Evaluation of this complaint confirms that it is associated with a confirmed issue from a previously completed investigation; therefore, this complaint will also be dispositioned as confirmed. Per the previous investigation an additional complaint history review determined that discrepant result (false positive) on patient samples has been observed by customers when using alinity m sars-cov-2 amp kit (list 09n78) across multiple lots. To date, 139 complaint tickets have been received for the discrepant results (false positive) issue according to this additional search and the number has been increasing in recent months. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amplification kit (list 09n78-090) was identified. Specification not met-the number of customer complaints for discrepant result patient samples (false positives) when using alinity m sars-cov-2 amp kit list 09n78 has been increasing on a monthly basis. Therefore, this complaint investigation will be dispositioned as confirmed. Abbott molecular determined that a field corrective action (fa-am-sep2021-260) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Additional follow up on investigation and corrective actions will be communicated via the 806 process. Recall number: z-0004-2022 the following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1, 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2, 3005248192-2021-00113 follow up report 2, 3005248192-2021-00306, 3005248192-2021-00122 follow up report 1, 3005248192-2021-00157 follow up report 1, 3005248192-2021-00158 follow up report 1, 3005248192-2021-00200 follow up report 1, 3005248192-2021-00201 follow up report 1, 3005248192-2021-00202 follow up report 1 , 3005248192-2021-00310, 3005248192-2021-00311, 3005248192-2021-00123 follow up report 1, 3005248192-2021-00124 follow up report 1, 3005248192-2021-00204 follow up report 1, 3005248192-2021-00185 follow up report 1, 3005248192-2021-00189 follow up report 1, 3005248192-2021-00232 follow up report 1, 3005248192-2021-00231 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be conducted.

Event description:
Customer reported three false positive results on an alinity m sars cov-2 assay. The three samples initially generated positive results when tested on an alinity m instrument. The results were questioned, so they were retested and generated negative results. Environmental testing and subsequent decontamination procedures were performed as part of the troubleshooting process. All three patients lived in the same living facility and the results were questioned. The customer has been unable to obtain information if patient care was impacted. There has been no report of impact to patient management.